Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Conclusion: according to the literature and referring to known similar events, vessel perforation in this case were most likely associated with patient anatomy and procedural contents. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects]. Damage to a vessel, including possible vessel perforation.

Event description:
Information obtained through literature titled "zambomballooning: a novel technique to seal a coronary perforation complicating the intervention of a chronic total occlusion (interventional cardiology 2017, vol. 24, no. 5, 573-575)" that identified an asahi gaia third guide wire had contributed to vessel perforation. Excerpt is as follows: a (B)(6)-year-old male patient with stable angina and positive scintigraphy underwent antegrade percutaneous coronary intervention of chronic total occlusion in the proximal left circumflex artery. A gaia-3 wire crossed distally, supported by a caravel microcatheter (asahi intecc, nagoya, jp), but the microcatheter had difficulties to follow and no blood could be aspirated distally, thus suggesting that the wire had exited the vessel. When the microcatheter was removed, a coronary perforation could be noticed, with extravasation of contrast into the pericardium. A rapid-exchange balloon was inflated proximally to achieve haemostasis. The wire was withdrawn to the distal edge of the balloon , resembling a zambomba, and used to re-entry the true lumen, taking advantage of the support provided by the haemostasis balloon. Once the wire lay distally in the true lumen, the haemostasis balloon was exchanged for predilation, and the predilation had the effect of sealing the perforation definitely. Optimal angiographic and clinical result could be achieved. The patient was discharged 24 h later, asymptomatic and without pericardial effusion in echo.